Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: left hemicolectomy event description: the clip applier got stuck and stopped working during the surgery. Additional information received via emails on 10feb26: the lot number for that ca500 clip applier is (B)(4). Intervention: ni patient status: patient is ok.